Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was not implanted as the sterility marker was black. The device is stored in a fairly warm cupboard but other than that there was no damage to the packaging or any other notable things to mention.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, the device was not implanted as the sterility marker was black. The device is stored in a fairly warm cupboard but other than that there was no damage to the packaging or any other notable things to mention.